Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient sought medical attention at an emergency room that day to remove an alleged broken sensor wire. No additional information was provided and troubleshooting was not performed. This complaint is being reported because the reported health event was attributed to an alleged sensor malfunction.